Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was fell and did not start anymore. Customer blood glucose value was unknown. The customer did not assist with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 38 alarm due to jammed motor gearbox. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. No blank display noted during testing. (B)(4).